Event description:
The customer alleged they received questionable free thyroxine (ft4) results for nine patients on their e602 analyzer (l). Some of the samples were repeated on another e602 analyzer (s), serial number (B)(4). All of the samples were serum samples except the sample for patient eight which was plasma. All the repeat results were reported except for the discrepant result for patient four which was phoned to the gp. Patient one's initial ft4 result from the primary tube was 35.12 pmol/l and it was not reported outside the laboratory. The repeat result from the primary tube was 16.66 pmol/l on analyzer s. Patient two's initial ft4 result from the primary tube was 29.93 pmol/l and it was not reported outside the laboratory. The repeat result from the primary tube was 15.58 pmol/l on analyzer s. Patient three's initial ft4 result from the primary tube was 73.51 pmol/l and it was not reported outside the laboratory. The repeat result from the primary tube was 15.03 pmol/l on analyzer s. Patient four's initial ft4 result from a sample cup was 64.86 pmol/l and it was phoned to the gp. The repeat result from the primary tube was 16.15 pmol/l on analyzer s. Patient five's initial ft4 result from a sample cup was >95 pmol/l and it was not reported outside the laboratory. The repeat result from the sample cup was 15.55 pmol/l on analyzer s. Patient six's initial ft4 result from a sample cup was >95 pmol/l and it was not reported outside the laboratory. The repeat result from the primary tube was 23.2 pmol/l on analyzer s. Patient seven's initial ft4 result from a sample cup was 28.31 pmol/l and it was not reported outside the laboratory. The repeat result from the primary tube was 16.07 pmol/l on analyzer s. Patient eight's initial ft4 result from a plasma sample in the primary tube was 94.94 pmol/l and it was not reported outside the laboratory. The repeat result from the primary tube was 21.79 pmol/l on analyzer l. Patient nine's initial ft4 result from a sample cup was >95 pmol/l and it was not reported outside the laboratory. The repeat result from the sample cup was 23.25 pmol/l on analyzer l. There were no adverse events. The ft4 reagent lot number was 168454 and the expiration date was not provided.

Manufacturer narrative:
This event occured in the (B)(6).

Manufacturer narrative:
A definitive root cause could not be determined. The calibration signals from the affected module were low, but within acceptable levels. The false high results were not reproduced. A general reagent issue is not likely. The alarm messages from the day of the event do not point to an instrument related issue. No further discrepant ft4 results have been reported by the customer.